Event description:
It was reported "the luer hub/fitting was crack during used on the patient." The user switched to a new set. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis connector assembly for evaluation. Signs of use were observed on the returned device. Visual inspection of the connector revealed the arterial (red) luer hubs was cracked at the threads. This damage is consistent with repeated overtightening of the hub during use. A lab inventory syringe filled with water was attached to both extension lines and flushed. Water was observed leaking out of the crack on the arterial luer hub's threads. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The report of a cracked luer hub was confirmed through complaint investigation. Visual analysis revealed that the arterial luer hub contained a crack and signs of scratches on the threads. The appearance of the damage is consistent with overtightening or repeated tightening of the hubs. Functional testing revealed that water leaked from the cracks when flushing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer hub/fitting was crack during used on the patient." The user switched to a new set. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".